Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported the cable that was replaced did not keep the same error code. The fse found that the system was not booting up. The fse determined the cause of the problem to be was that the hard drive was not being recognized by the scsi controller. The fse verified system boot function. The workstation may be equipped with one or two scsi drives for storing images. The scsi drive has greater storage capability than the floppy drive. The scsi drives communicate with the motherboard over the one of three scsi disk controllers ((B)(4)). Failure of one of these boards can inhibit boot. Based on the age of the system (end of useful life, (B)(4) 2007) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.